Manufacturer narrative:
The sample is available per the customer for evaluation, however, the device has yet been received at baxter. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that one infusor multi day 0.5ml/hr was observed to be overinfusing at the hospital. The actual flow rate was unknown. The device was filled with heparin sodium, 5-fu and saline. The total fill volume was unknown. According to the customer, after priming, the flow was comfirmed but it seemed to be flowing faster than usual. There is no report of patient injury or medical intervention. No additional information is available.